Event description:
It was reported to boston scientific corporation (bsc) that a bsc guidewire was used during a sigmoid colon stenting procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was due to metastatic ovarian cancer which had spread to the colon. The stent was placed purely for palliative purposes. The physician felt it was an extremely sick and old patient who was obstructed in possibly multiple areas. During the procedure free air was being put in the patient via the scope and the patients cheeks were filling up with air. This reaction is typically indicative that a perforation is present. This was observed prior to the stent being deployed. The perforation itself could have been there before the case (due to cancerous tumor growth). Aside from air in the cheeks, there was no other indication that a perforation occurred. There were no reported issues with the guidewire or the stent. Post procedure the patient expired during in patient care on (B)(6) 2012 and it was discovered that the patient's colon had been perforated during the procedure. The perforation was not in the vicinity of the stent placement. In the physician's assessment, the cause of death was sepsis due to a perforation. In the physician's assessment, it is possible that the perforation might have been caused by the manipulations of the guidewire or the free air. The exact causes of perforation and death are all speculative. No autopsy report is available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.